Event description:
Boston scientific received information that during a routine follow-up, it was observed that this right ventricular (rv) lead perforated the myocardium, exhibited loss of capture (loc) and undersensing. Additional information received that loc did not result to greater than 2 seconds of asystole there was no signs of cardiac effusion. The rv lead was explanted and was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.